Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not removed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a preload intraocular device was opened but not used. The intraocular lens (iol) was torn. Additional information received indicated that the lens was not implanted in the right eye (od) as planned. There was a vitrectomy and a different lens was inserted. No other information was provided.